Event description:
It was reported that the customer had 3 diabetic ketoacidosis events, which have caused him to be hospitalized. Customer is not currently wearing the pump now and would like to have it replaced. Customer's eyesight has been giving him problems. Customer has treated with manual injections. Customer has stated that there was a 911 call on (B)(6) 2015 and his blood glucose level was 1500 mg/dl. Customer was released on (B)(6) 2104. Customer was not wearing the pump at the time of the 911 call. Pump was removed the same day he was hospitalized at his house, prior to going to the hospital. Customer was also hospitalized on (B)(6) 2015 with a blood glucose level of 580 mg/dl. Customer was kept until he was stable. Customer thinks he had a diabetic ketoacidosis event on (B)(6) 2014. Customer did not have to be hospitalized but had fallen and broken his foot. Customer was advised to return the infusion set. Customer is requesting for the pump to be replaced. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.